Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pain¿, ¿swollen lymph nodes all over body¿, ¿constantly getting sick¿, and ¿exchange.¿

Event description:
Patient reported right side ¿pain¿, ¿swollen lymph nodes all over body¿, ¿constantly getting sick¿, and ¿exchange.¿ the device remains implanted.